Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that, during a dye procedure on (B)(6) 2013, the healthcare provider (hcp) said that the pump was not turning correctly. The pump was not turning ¿at an even rate¿ and then ¿didn¿t move at all¿. A manufacturer representative was called and the hcp was able to fix the pump. The possibility that the hcp was taking the image to soon was discussed. It was also discussed that there was no way to correct the rate of the pump other than a programming change. The hcp was not concerned about the function of the pump by the end of the procedure. The hcp confirmed with the physician programmer that the pump was fine and turning correctly. It was noted that the hcp was ¿not alarmed¿ by the pump. Prior to the procedure, the patient was not getting good relief, but was getting good relief at the time of the report. It was noted that the patient was ¿in and out¿ due to medication from the procedure. The device system was used to deliver bupivacaine and morphine. Additional information was requested but was not available at the time of this report.